Event description:
A severely calcified lesion in the left anterior descending coronary artery was pre-dilated with a 2.5mm by 15mm ptca balloon. A s7 stent was inserted, however was not able to cross the target lesion, therefore it was removed. A 3.0mm diameter by 15mm length s7 stent delivery system was then inserted into the coronary artery. During the insertion of the stent delivery system, it was found that the previous s7 stent had dislodged and was located in the vessel. Upon removal of the delivery system, the stent dislodged from the delivery balloon. It was reported the stent may have caught on the previously dislodged stent. Both dislodged stents were successfully removed from the patient using a 1.5mm ptca balloon. The lesion was subsequently treated with two other MFR's stents. The patient was reported to be fine post procedure and there is no additional clinical sequelae reported related to the event. Separate medwatch reports have been submitted for each device involved in this event.